Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:00875304601 lot number:64326501 brand name: trilogy shell; catalog number:00875100728 lot number: 64165957 brand name: acetabular liner; catalog number: 21-103202 lot number: 6252580 brand name: taperloc femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02163. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that a patient had an initial hip surgery. Approximately 2 weeks post implantation, the patient began experiencing drainage from the wound. An irrigation and debridement procedure was performed. A few days later, the patient dislocated the hip and was revised. The assumption of a deep infection was reported. The liner was revised, which was visibly delaminating. Attempts have been made, and no further information has been provided.